Event description:
During a cataract extraction procedure the phaco tubing set reportedly became clogged with aspirated nuclear material and caused a surge in the vacuum when the occlusion broke up. As a result the capsular bag was grabbed by the phaco tip and damage occurred to the zonules on the side. The surgeon inserted a ring in the capsular bag for stability and continued on with the procedure without further incident. There were no other complications and the pt recovered fully.